Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensors and found sensor with canula broken in half. Broken missing part. Unable to confirm if customer received sensor in said condition due to customer returning it opened/used.

Event description:
The customer reported via phone call that she received multiple sensor errors. Blood glucose level at the time of the call was 57 mg/dl. The customer was advised as to the proper calibration techniques. Blood glucose level later in the call was 81 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.